Event description:
It was reported that the customer experienced high blood glucose readings between 400 mg/dl and 500 mg/dl. The high blood glucose readings were treated with the insulin pump and a manual injection. It was also stated that there was an alarm for a lost sensor. Troubleshooting was conducted, but unable to finish. The history showed that there were multiple threshold suspends.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.